Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The lead was returned with an extrinsic cut/breach to the outer insulation.

Event description:
It was reported that during the implant attempt, the physician peeled off the sheath on the atrial lead; however, the sheath was not completely removed and the physician used a scissors to peel off the remainder. It was discovered the lead insulation was damaged. Physician stated the damage was not a result of the scissors use. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addrl1 implantable pulse generator (ipg) (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.